Event description:
Pt found to have lead malfunction on telemetry. (Inappropiate pacing and failing to sense) ventricular lead model known to be a recall. Pt underwent revision of the system on 4/19/95. Atrial lead partially removed. Ventricular lead capped, and left implanted. New leads implanted and connected to existing generator.